Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that when the patient turned it on last night the internal battery level was low and was yellow and told him to recharge. Patient turned it on and it stated to position it and tried to position over the device and hit continue but it continued to just say looking for device and no device found. Patient stated he played with it for a half hour trying to reposition the antenna. Patient reported the antenna got warm after use and patient services reviewed this was normal/expected. Patient also stated he called his rep this morning and she stated maybe the recharger needed to be replaced and directed patient to patient services (ps). Caller described on the controller screen, "no device found" (screen 16). It was reported after troubleshooting they were unable to establish recharging. Patient continued to see the "trying to recharge" screen telling him to position the antenna in order to get the highest number. Patient reported he was getting about 78 to 93. Ps recommended continuing to reposition antenna however patient was not able to start a charge session during the call. Patient indicated he was not confident that he was placing the recharger directly over the ins. Ps recommended palpating the area and pt reports he can feel a bandage over the incision area. Patient was just at the hcp's office yesterday for wound care following implant. Ps reviewed that the ins is discharged and may take several attempts at trying to recharge the battery before it is charged up enough to start a normal charging session. The patient indicated normally his daughter is able to help him with this, and ps recommended patient try again when she is home and can assist. Ps reviewed patient can call back when daughter is present however patient indicated this may not be until tomorrow.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97745, serial#: (B)(4), implanted: (B)(6) 2018, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.